Event description:
It was reported from japan that during an open reduction and internal fixation (orif) surgery for a fracture of the proximal humerus when attempting to drill with the radiolucent drive device, drill bit and multiloc humeral nail the radiolucent device was stuck spinning during the first drill making it unusable. According to the reporter the surgeon stated that the device got stuck with little resistance. The user was drilling in order to insert the distal lateral locking screw into the nail. The surgery was completed successfully within a thirty minute delay. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had cosmetic damage, the color of the device is fading. The device also failed pretest for general condition. The assignable root cause was traced to component failure due to normal wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10: concomitant devices: cutter device, multiloc humeral nail device, therapy date: (B)(6) 2023 UDI: (B)(4).

Event description:
The device 511.300 was submitted from affiliate in japan and following condition(s) were reported: this pc is related to (B)(4) reports about multilocus humeral nail. This pc reports about radiolucent drive. It was reported that on (B)(6) 2023, the patient underwent orif surgery for fracture of the proximal humerus with radiolucent drive, drill bit and multilocus humeral nail. When attempting to drill with the radiolucent drive to insert a distal lateral locking screw into the nail, it was stuck and spinning during the first drill, making it unusable. The surgeon requested to know the cause of the problem, as he was aware that the torque would cause it to get stuck at some point, but in this case, it stuck with little resistance. The surgery was completed successfully within 30 minutes delay. No further information is available.. It was reported from japan that during an open reduction and internal fixation (orif) surgery for a fracture of the proximal humerus when attempting to drill with the radiolucent drive device, drill bit and multilocus humeral nail the radiolucent device was stuck spinning during the first drill making it unusable. According to the reporter the surgeon stated that the device got stuck with little resistance. The user was drilling in order to insert the distal lateral locking screw into the nail. The surgery was completed successfully within a thirty minute delay. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.